Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-06143. It was reported that the patient presented remotely with noise on the right ventricular lead. The noise caused an inappropriate shock. Following this event, the patient presented in clinic where a bpa was received by the clinician and the device was explanted and the lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
New information received on apr 30, 2019, indicates that the right ventricular lead had a fracture.